Manufacturer narrative:
The instructions for use for citadel bed frame (830.213-en rev. 12) informs user: ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿caregiver should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ ¿warning: the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed.¿ ¿the patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally.¿ ¿warning: before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at the nurse¿s station. The reported alarm malfunction did not lead to the patient's fall. The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. The circumstances of the event are not known, therefore it is unknown why the patient fell from the bed frame. To sum up, arjo device was used for a patient treatment when the event occurred and form that perspective it played a role in the event. The device did not meet specification as the alarm failure was observed. This complaint is reportable due to allegation of patient¿s fall from the bed.

Event description:
Following the information gathered, the patient fell from the citadel bed. The customer claimed that the citadel bed exit alarm was set to the highest sensitivity, but did not turn on when the event occurred. The exit alarm is designed to notify the staff when the patient¿s undesired movement occurs. It does not protect the patient from intentional or unintentional exit from the bed. There was no injury reported by customer. Alarm malfunction was confirmed by repair technician during quality control check performed after return of the device from customer.